Manufacturer narrative:
(B)(6). The subject device was received and evaluated . Device evaluation noted the image showed normal after drying. The light guide was found flooded. The breather valve however, was noted normal . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported an error e315 found during preparation for use. No harm reported. No patient injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was failure of charge-coupled device, and/or bad electrical contact of circuit board in scope connector occurred temporarily by influence of water which invaded device. The event can be prevented by following the instructions for use which state: ¿IFU (reprocessing manual) states the following. 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.